Event description:
Reporter purchased and used patch in 2007 due to back pain. She wore it for 7-8 hours on lower back. It caused redness (which the box warns about) but also burned her causing blisters. She used prescription cream that she already had to treat area and did not seek any medical treatment. Eleven days after product use, she reported that area is scabbing now and has not healed completely yet.